Manufacturer narrative:
Date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had return of symptoms. They were back to the way they were before the surgery. Their bladder didn't want to empty out. Patient could hardly go and it was very frequent. The issue started couple weeks ago. Doctor told patient some times they might have to bump up the setting. Patient wanted help adjusting the settings. They said they had the communicator plugged in and charging, but didn't have another adaptor to charge the handset. Patient services explained to the patient that only one adaptor is sent for the charging cord for the handset and communicator. Patient was going to charge communicator until light turns green. Then they were going to plug in handset and when it went to 1%, they would power on handset to adjust the amplitude of the stimulation. Patient services suggested increasing the stimulation until they feel the stimulation but it doesn't hurt. Pat ient called back and repeated the return of symptoms. Patient stated they just finished charging up their equipment and now were having trouble getting the communicator to communicate with handset. Patient confirmed communicator was still plugged in and charging. After unplugging communicator, issue was resolved on the call and patient was able to successfully communicate and increase stimulation to a comfortable level.

Event description:
Additional information was received from the patient. They reported that pt called back and states they think the stimulation is a little too strong. Not painful but just a little uncomfortable. Walked pt through how to decrease stim to comfortable level. Additional information was received from the patient. They reported that to resolve their issue of their bladder not wanting to empty, they needed help to back off to a lower number, but the issue has now been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.